Event description:
Device malfunction: balloon rupture; time of device malfunction: during the procedure; symptoms/ae: none. It was reported that during a procedure in the superficial femoral artery (sfa) with mild calcification and 90% stenosis, the balloon was delivered for pre-dilatation and the vessel was stented. The fox plus was re-engaged and during post-dilatation the balloon was inflated and ruptured at 15 atm. The balloon was inflated five times total during the procedure. There were no reported adverse patient sequelae. No additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.